Event description:
It was reported that during the procedure, a whisper ms guide wire was advanced as a support wire to a moderately calcified, eccentric lesion in the non-tortuous, proximal first diagonal coronary artery, then withdrawn from the anatomy. The whisper was re-inserted and advanced to the lesion again. When a 2.0mm non-abbott balloon dilatation catheter was advanced to the target lesion, resistance was felt between the whisper and non-abbott dilatation catheter. The whisper was withdrawn from the anatomy with resistance felt between the whisper and the non-abbott dilatation catheter. Another whisper ms was advanced to the lesion, and the non-abbott catheter was able to cross the lesion. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.